Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 573 mg/dl. Elevated bg was addressed by administering a manual injection. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.